Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. Unit function properly upon battery installation and was able to perform the following functional test: self test, sleep current measurement, active current measurement, and the displacement test. The pump diagnostic trace (pdt) tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The pdt tool reveals no pump error 53 alarm. The pump successfully communicated with the sensor. The pump was unable to pair with the sensor due to sw version 6.60 and newer versions are no longer compatible with the sensor. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture or damage was found on electronic assembly. The following cosmetic damages were noted: scratched case, cracked case, battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, missing display window/cover, cracked case (battery tube), and pillowing keypad overlay. In conclusion, customer concern for (pump error 53) and (no communication between pump and xmtr) was not confirmed during testing. Per pdt tool, no pump error 53 was found and communication with the xmtr is out of the scope due to software version. Costumer concern for cosmetic damages on the battery tube side was confirmed when battery tube threads - cracked, and cracked case (battery tube) were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the pump had a crack on the battery tube side and on the back, extending from the top to the bottom front. The customer also reported loss of sensor signal and received a pump error 53 (software error detected). The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for damage and indicated that the damage was affected the pump¿s functionality. Troubleshooting was performed for loss of sensor signal and issue was resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.